Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The camera did not recognize any active frame or active probe. Also, even when the wire was connected, it did not show connected.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. G2: this event occurred in japan, see e1-e3. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was "no active reaction." Navigation was discontinued. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
H2, h3: further analysis of 9735225r, lot #1927407 was performed. Upon further testing, the computer would not connect to the network. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the polaris spectra system control unit (scu), lot number: t304572 was returned to the manufacturer for analysis. The event log had not recorded any adverse events. When connected to a known good system, the returned scu had normal tracking for all three ports and a working foot switch. No problem was found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733580, lot #: 170227, ubd: unknown, UDI#: unknown product ID: 9735225r, lot #: 1927407, ubd: unknown, UDI#: unknown the 9733580 cable breakout box was returned to the manufacturer for evaluation. The returned break out box had no physical damage and was found to be fully functional. All three ports showed green status with known good instruments attached. No problem found. The 9735225r computer was returned to the manufacturer for evaluation. The computer booted normally to the application screen. The installed programs all started and ran normally. The computer was placed in navigation mode for 2 hours. No errors were detected. The computer passed 80 iterations of systest usb port testing. No errors. Seatools long test-no errors. Memtest86-no errors. No fault was found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.